Event description:
It was reported that the user found a defective temperature display on the monitor while using the temperature sensing foley catheter for the second time using the new catheter.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for diagnostic purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: the labelling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found a defective temperature display on the monitor while using the temperature sensing foley catheter for the second time using the new catheter.